Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 junction of middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), and a guidewire. During the procedure, the velocity would not reach the distal end of the target location. Therefore, the velocity was removed. It was reported that the velocity seemed too short in length. Subsequently, a second velocity was advanced. Upon advancing the velocity, the velocity broke into two pieces below the hub. Therefore, the velocity was removed by pulling out. The procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture near the hub underneath the strain relief. If the proximal end of the velocity is manipulated at extreme angles during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed a kink near the hub and ovalizations throughout the length of the catheter. This damage was likely incidental to the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. H3 other text: placeholder.